Event description:
I was mailed two free samples of renu moisture loc in 2006. On 04/19/05 I went to an emergency care facility with an eye infection. My left eye was in such pain, it had a yellow discharge, swollen and red watery eyes. When they tried to remove the discharge they noticed a white haze on my eye. Immediately they gave me antibotic drops and an eye dr's number. When I saw him in the morning he immediatley got upset and said he needed to send me to a corneal specialist. Once at the specialist he put me on a lot of antibotics and questioned how this happened. They told me I had a corneal ulcer form a corneal infection. Treated me daily for months. Put me on steriods which helped the eye but I still have corneal scarring on the center of my eye. I have blurred to no vision in my left eye. It depends on the lighting around my eye. I had no insurance so I was paying cash for all this. Once I was told the scar was permanent and my only hope was a corneal transplant because the scarring is too deep. I knew I could no longer afford it and stopped going to the specialist because I could not get the surgery he said I needed.